Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure and the customer had a high blood glucose. The customer¿s blood glucose level was 245 mg/dl at the time of the incident. Troubleshoot could not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. We were unable to complete functional test due to motor error alarm. Unable to confirm the alarm due to motor error alarm. The device was received with minor scratched, cracked reservoir tube lip and cracked battery tube threads.